Event description:
Consumer reported complaint for control result out of control range. Customer stated she had performed two control tests; only one control test result of 61 mg/dl was provided. Control test not within acceptable range of 19-49 mg/dl. Control level one, lot number 3bc1b66, manufacturer¿s expiration date is 09/30/2025 and open date is one month prior to the call. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 10/31/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and control solution were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-059: improper storage conditions. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 25-jul-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter, test strips and control solution were returned for evaluation. Product testing was performed and defect found on returned test strips: control results out of control range. No defect found on returned meter and control. Root cause: rc-072: vial left open for an extended period of time.